Manufacturer narrative:
Retainer ring = black on (B)(6) 2021, the customer alleged was the ems for low blood glucoses, blank display and low battery alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the insulin pump history found no unexpected battery alarms or alerts on the event date of may 01, 2021; however, found: low battery alert on 04/13/2021 at 20:12 insert battery alarm on 04/24/2021 at 09:48:41. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected low battery alarm or blank display during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electrical board 2, force sensor and motor assembly noted. However, found moisture damage in the battery tube and j7 on the electrical board 1. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for blank display and low battery alarm was not confirmed. Found moisture damage in the battery tube and j7 on the electrical board 1 during the visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to hospitalization has been updated and provided in b5 section of this report. The concomitant product information has been updated and provided in d10 section of this report. The type of reportable event has been updated and provided in h1 section of this report.

Event description:
Customer experienced low blood glucose that required emergency medical services to be dispatched twice since (B)(6) 2021. Customer does not recall the blood glucose value at the time of the incident and was not able to provide further details. Customer states the low reading was not due to pump but was due to lifestyle. Customer declined troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and unexpected battery power loss. Customer declined to trouble shoot for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.